Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) system experienced intermittent loss of brady pacing during a cath lab procedure. The patient's rate was reported to be 39 bpm, while the device was programmed to a lower rate of 50 bpm. The physician suspects that the pacing inhibition may have been electromagnetic interferrence (emi) related. The device was also noted to be at battery status elective replacement time (ert) and was replaced.